Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 523 mg/dl. Customer's blood glucose level was 429 mg/dl at the time of incident. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer felt thirsty as a result of high blood glucose. The customer was treated for the high blood glucose with manual injections. The auto mode was inactive at the time of reported event. Customer reported that prior to his high blood glucose event his doctor change the basal rate of his insulin pump. Customer mentioned that they pulled out sensor and found cannula was bent. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.